Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and 1st degree atrioventricular(av) block occurred. Prior to index procedure, heparin or another anticoagulant was given. The subject was on prior regimen of aspirin at the time of index procedure. The subject received a loading dose of aspirin. After heparin was given and prior to sentinel device insertion, the activated clotting time (act) was 318 sec. An introducer sheath was placed into the right radial artery and the sentinel cerebral protection system was deployed with the proximal filter into the brachiocephalic artery and distal filter into the left common carotid artery. An introducer sheath was then placed and then the native aortic valve was treated with direct deployment of a 23mm lotus edge valve involving repositioning into the proper anatomical location. The sentinel system was then successfully retrieved without any complications. On the same day of the index procedure, the subject was diagnosed with lbbb and 1st degree av block. Electrocardiogram and electrophysiology were performed as diagnostics for both the events. The events were treated with implantation of a dual-chamber right-sided pacemaker without complications. Two days later, the events were considered recovered, and the subject was discharged on 81 mg of aspirin.

Event description:
Protected tavr study. It was reported that left bundle branch block (lbbb) and 1st degree atrioventricular(av) block occurred. Prior to index procedure, heparin or another anticoagulant was given. The subject was on prior regimen of aspirin at the time of index procedure. The subject received a loading dose of aspirin. After heparin was given and prior to sentinel device insertion, the activated clotting time (act) was 318 sec. An introducer sheath was placed into the right radial artery and the sentinel cerebral protection system was deployed with the proximal filter into the brachiocephalic artery and distal filter into the left common carotid artery. An introducer sheath was then placed and then the native aortic valve was treated with direct deployment of a 23mm lotus edge valve involving repositioning into the proper anatomical location. The sentinel system was then successfully retrieved without any complications. On the same day of the index procedure, the subject was diagnosed with lbbb and 1st degree av block. Electrocardiogram and electrophysiology were performed as diagnostics for both the events. The events were treated with implantation of a dual-chamber right-sided pacemaker without complications. Two days later, the events were considered recovered, and the subject was discharged on 81 mg of aspirin. It was further reported that three days post index procedure, the patient experienced a cerebral vascular accident and myocardial infarction.